Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) all-in-one containers were discarded due to the injection site port tubes were not conforming. It was further reported that the assembly of injection site port tube is in an askew position. This event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. Visual inspection on the returned sample revealed that the injection port was lightly angled, but fully inserted. Leak testing was performed to determine whether the angled tube would lead to a leak and no leaks were noted on the bag. The reported condition was not verified for the returned unit as it was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The remaining seven samples were not returned for evaluation therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.